Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an event of turbid effluent and abdominal pain. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. There is no information regarding treatment. It was reported that the patient was not recovered from the event. The action taken with pd therapy is not reported. The reporter declined to provide additional information.